Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric target lesion was located in a non-tortuous left circumflex (lcx) artery. A 0.035 non-bsc guide wire crossed the lesion and following predilatation, a 2.50x32mm promus element¿ plus stent was advanced to treat the lesion. During deployment, the stent did not release from the stent delivery system (sds) and when the sds was withdrawn, the stent migrated from the sds. An unsuccessful attempt was made to advance a small balloon catheter into the dislodged stent and inflate the stent for withdrawal. The whole system was removed to get the stent out of the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows lifted distally from the stent profile. The crimped stent od at the undamaged centre portion and at the distal portion were measured and both recordings are within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon and stent inflation or deflation at both the proximal and distal end of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft section found one kink at the port exit site. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric target lesion was located in a non-tortuous left circumflex (lcx) artery. A 0.035 non-bsc guide wire crossed the lesion and following predilatation, a 2.50x32mm (B)(6) stent was advanced to treat the lesion. During deployment, the stent did not release from the stent delivery system (sds) and when the sds was withdrawn, the stent migrated from the sds. An unsuccessful attempt was made to advance a small balloon catheter into the dislodged stent and inflate the stent for withdrawal. The whole system was removed to get the stent out of the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.